Event description:
Icy hot leg permanently scarred my right leg, due to 3rd degree burn. It took almost 6 months to heal because of infection. Dates of use: 2007. Diagnosis or reason for use: knee pain. Event abated after use stopped: no.